Event description:
It was reported there was a telemetry problem on the device and/or undersensing on the rv (right ventricular) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d164vwc implantable cardioverter defibrillator, implanted: (B)(6) 2006, explanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. The patient was a participant in the (B)(6) study ((B)(6)). No further patient complications have been reported as a result of this event.